Event description:
On or about (B)(6) 2008, the plaintiff was implanted with a monarc sling mesh. The device was implanted with the intention of treating the plaintiff's urinary incontinence. As a result of the use of the mesh that was implanted, plaintiff immediately suffered from and continues to suffer from debilitating pain and mesh erosion. The plaintiff also has had trouble urinating, numberous ongoing infections, and extreme pain during intercourse. The plaintiff continues to experience ongoing vaginal bleeding, fatigue, and she is unable to sit, stand, or walk for prolonged periods of time. As a result of having the mesh implanted, the plaintiff has experienced significant physical, psychological, and emotional pain and suffering, has undergone numerous additional surgeries and hospitalizations, and has sustained permanent and debilitating injuries. As a result of having the mesh implanted, the plaintiff has suffered and continues to suffer from pain and depression. No additional complications have been reported.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.